Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported via sales representative that the keller funnel did not have enough lubrication, the implants are unable to pass through the device and the implant stuck in funnel. A back up device was not used to perform surgery. This record is for unknown side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: inadequate lubrication.

Event description:
Healthcare professional reported via sales representative that the keller funnel did not have enough lubrication, the implants are unable to pass through the device and the implant stuck in funnel. A back up device was not used to perform surgery. This record is for unknown side.